Event description:
Reportedly, on (B)(6) 2014, when interrogating and/or reviewing patient files for different devices after have being used the « paceart export » feature, the session language switched from german to english and the user had to choose manually the german language. Analysis confirmed that the reply programmer¿s current language switches to english when paceart export feature is done. Consequently, the user has to manually restore the proper language in reply programmer. It is a smartview version 2.40 limitation.

Event description:
Reportedly, on (B)(6) 2014, when interrogating and/or reviewing patient files for different devices after have being used the « paceart export » feature, the session language switched from german to english and the user had to choose manually the german language. Analysis confirmed that the reply programmer¿s current language switches to english when paceart export feature is done. Consequently, the user has to manually restore the proper language in reply programmer. It is a smartview version 2.40 limitation.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.